Manufacturer narrative:
The reported event of failure to capture was not confirmed. The device was received for analysis with battery voltage above elective replacement level.. Electrical testing, mechanical analysis and visual inspection of the lead found no anomalies. Capture test was performed indicated normal result.

Event description:
Related manufacturer reference number: 2017865-2022-50820. It was reported that the patient's pacemaker and right ventricular (rv) lead exhibited failure to capture. The pacemaker and the rv lead were explanted. The patient was stable throughout the procedure.